Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the reported issues. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 64 hours of extended tests at customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported by the customer that the ventilator has a "disc sense" alarm and the pressure was low. This incident happened while on a patient and the patient was placed on the back up ventilator with no harm.

Event description:
Carefusion received a medwatch form from the customer with additional information from what was previously reported. It was initially reported that the ventilator had a "disc sense" alarm, but according to the medwatch form, the ventilator alarmed "low pressure" and the "tidal volumes were > 3000cc". The patient was mechanically ventilated prior to placing on an ltv 1000 ventilator.